Event description:
The manufacturer received information alleging a ventilator was not delivering the set volume. There was no patient harm or injury. The ventilator was returned to the manufacturer for evaluation and the customer's complaint was confirmed. The device's sensor board was replaced to address the issue.